Manufacturer narrative:
The insulin pump passed the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error alarm noted during testing. The device was received with corroded battery tube, scratched case, minor scratched lcd window, cracked select button keypad overlay and stained keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error. The customers blood glucose was unknown at the time. The customer noted they saw the message ¿critical pump error¿ on the display. No events led to the error. Troubleshooting was not performed and the customer did not seek any form of treatment. The customer was advised that they would be receiving a replacement pump. Customer was advised to return the broken pump for analysis.